Event description:
Abdominal pain and cramping was my major symptom. After the essure implant was placed I thought the cramping was more intense than usual. Then it just continued to get worse. I have a high tolerance for pain so I didn't think about going to see a doctor until about (B)(6). I have pain when urinating as well as bloating. The metal taste in my mouth is awful. I can brush my teeth and in 10 minutes I feel like I should do it again. I have seen 7 doctors to try and resolve the symptoms and they have agreed it must be the essure implants. I have to have a hysterectomy to remove them now.